Manufacturer narrative:
.

Event description:
It was reported that the drill guide broke off in the patient. No patient injury and complications were reported.

Manufacturer narrative:
The reported disposable kit was used for treatment and returned for evaluation. A relationship between the device and reported incident was established. The reported kit was received with its drill stuck inside the drill guide. Handle on drill guide broke off. Bone/ tissue residue was found inside distal end of the drill guide. Drill guide handle material on the proximal end of the drill guide was loosen up and the drill guide and drill were separated. Metal burrs and handle material were found inside the drill guide which was causing the instruments to stick. Per information provided, the drill guide broke inside the patient. Based on our visual inspection, the instrument broke outside the patient as the drill guide handle that broke has no contact with the patient. Based on our visual inspections, customers complaint was confirmed as the drill guide did break; however, the break was outside the patient. An exact root cause for the broken instrument cannot be determined with confidence. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) excessive load applied to the drill while in use. Or (2) incorrect attachment of the drill to the drill handle. Excessive load applied to the drill while drilling in can cause damage to the instruments. Incorrect attachment of the drill to drill handle can cause the drill to spin off and potentially cause loose burrs which will result in a stuck drill. The instruction for use (IFU) outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.